Manufacturer narrative:
(B)(4). Concomitant products- unknown femoral stem catalogue# unknown lot# unknown; unknown femoral head catalogue# unknown lot# unknown; m/h shell catalogue# 13-104156 lot# unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07761, 0001825034-2018-07762.

Event description:
It was reported a patient underwent two stage hip revision approximately one year post-implantation due to infection.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable, as the revision was performed for infection greater than one year following implantation and can reasonably be deduced to not be implant-related.